Manufacturer narrative:
(B)(4). Date sent 11/12/2024. D4 batch # e240000155/e240000152. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cec45a device was returned with the anvil knife slot damaged and the anvil bent upwards, and with an ecr45b reload loaded on the device. The reload was received partially fired 1/2 with the deck damaged and the cartridge pan partially dislodged from the left side. After further inspection, it was noted that one side of the knife wing was out of position and the other side of it was damaged. No functional test was performed due to the condition. Regarding the damaged knife slot, anvil, and knife wing, they are possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The condition of the advanced knife noted on the device is related to improper use of the device, should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. Regarding the received reload, the partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e24040023, and batch number e240000155/e240000152 no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.